Manufacturer narrative:
The reported event of an inability to pair and intermittent ble using the merlin programmer was confirmed. The session records, patient application logs and merlin programmer system logs were reviewed and the inability to pair was due to a ble lockout which is a cybersecurity measure and per device design. The cause of the lockout was unable to be determined. The intermittent ble communication using the merlin programmer was a result of supervision timeouts which can be caused by a noisy environment.

Event description:
Additional information received indicated the application was repaired to the icm successfully, however no information was provided as to how the ble issue was resolved. There were no reported patient consequences.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.